Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with polypectomy procedure performed on (B)(6), 2012. According to the complainant, while attempting deployment within the patient's rectum, the "clip would not deploy." It is not currently known if this reflects a clip failure to release from delivery catheter scenario. The procedure was completed with another resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be stable following the procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2012. According to the complainant, while attempting deployment within the patient's rectum, the "clip would not deploy." It is not currently known if this reflects a clip failure to release from delivery catheter scenario. The procedure was completed with another resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be stable following the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The reported event of clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the device was half deployed and there was a kink in the control wire. Additionally, the clip assembly was returned. The yoke, which was still attached to the control wire, was then actuated and deployed.the complaint of clip failure to release from catheter was not able to be confirmed since the clip assembly was deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evident by the kink in the control wire. Therefore, the most probable root cause is operational context.